Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation and therefore an evaluation could not be completed. If the device is returned, an evaluation will be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted. Baxter has initiated a CAPA to further investigate system error 322 alarms.

Event description:
It was reported that a spectrum infusion pump was alarming system error 322 in the ob/gyn care area. Any patient injury or involvement is unknown.